Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer was unable to clear the alarms. Customer had fast acting insulin and declined a follow up from tandem technical support to confirm if an alternate method of insulin therapy was obtained. Customer¿s blood glucose level was 118 mg/dl.